Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) in her left eye on (B)(6) 2015. The patient underwent implant of another intraocular lens in her right eye (B)(6) 2015. Following implant in the right eye, the patient's vision is 20/20; however, the patient has negative dysphotopsia in both eyes (ou). The doctor requested information from amo and was advised of medical as well as surgical management for the patient. The surgeon will present these options to the patient when she comes back for her follow-up visit in late (B)(6). The symptoms were reported as occurring (B)(6) 2015, following implantation. This report represents the lens implanted in the patients left eye. An MDR will be filed for the lens implanted in the patients right eye.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process that were related to the customer''s reported complaint. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Through the investigation the reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.